Event description:
.

Manufacturer narrative:
Device #3: investigation is not complete. No complaint was stated against this product. Trends will be evaluated. Attempts are being made to have the device returned. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00077, 00078.